Manufacturer narrative:
The investigation into the reported pump stop has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the data logs were evaluated. Data logs showed that the pump stopped immediately upon the sudden occurrence of the "impella stopped - motor current high" alarm, accompanied by multiple motor current spikes. The motor current was non-pulsatile and the pump flow was low with erratic values leading up to the stoppage, which occurred within 30 minutes of pump activation. The placement signal waveform also fluctuated. The pump was able to be successfully restarted about one minute later. However, low flow and suction alarms persisted following the pump stop. In conclusion, it was determined that the cause of the pump stop was most likely ingested biomaterial. The evaluation revealed that ingested biomaterial was the most likely cause of the limb ischemia. The failure modes will be monitored and trended.

Manufacturer narrative:
The medical center has not yet returned the impella pump for investigation and benchtop analysis. Return is expected. Upon completion of the investigation, a final report will be forthcoming. The failure mode will be monitored and trended.

Event description:
The medical center had an impella 5.5 support initiated for a patient with coronary artery disease and emergent surgery. The pump was placed but within hours the pump stopped and was restarted. The pump restarted with low flows and was explanted. There was a question from the medical team of thrombus ingestion causing the pump to stop.